Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. The testing and investigation results indicated that balloon burst/leak/holes was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified a reportable malfunction balloon burst/leak/holes, related to the original complaint, which was not a reportable event. On (B)(6) 2010, received add'l info from the complainant that the tube was inserted in the evening, and the next morning the balloon had burst and the tube fell out.